Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, long bipolar grasper (lbg) instrument cable was broken or loose. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument had a loose cable. No fragment fell into the patient¿s anatomy, and it was confirmed through performed post-operative tests like an x-ray or ultrasound. The procedure was completed with a backup instrument and with the same system. No photographic images of the device or recording of the procedure is available for isi to review.

Event description:
Refer to h10/h11 for follow-up information.